Event description:
Per written report, one incident in which "tubing leaking below y-site (between y site and distal pt. End) connected to PICC line. Necessitated a great deal of unneccesary work for nursing unit." No pt injury reported.